Manufacturer narrative:
The device was part of an orcapod 4 kit. The complainant was unable to provide the suspect device lot number for the kit; therefore, the expiration date, device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used in a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, after device exchange, the seal biopsy valve leaked. The procedure was completed using the original seal biopsy valve. There was no serious injury nor adverse patient effects reported as a result of this event.